Manufacturer narrative:
Through a follow-up communications livanova deutschland learned that the livanova field service representative provided the engineer of the hospital with technical assistance. All connections between the modules and the ep-pack were checked and two connectors were found to be loose. The engineer reseated the connections and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 system showing warning messages during priming. There was no patient involvement.